Event description:
It was reported that the patient's right ventricular (rv) lead had increasing thresholds with high impedance and a possible fracture was suspected. The rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).